Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. Evaluation is ongoing. We will perform a follow-up report as soon as it is finished.

Event description:
Pmi was informed about breakage of an arc holder by distributor on (B)(6) 2018. No patient has been injured but as a potential patient risk could not be excluded, we decided to report it.

Manufacturer narrative:
This is follow-up1: no reason for the damage detectable. We suspect that possible wrong cleaning or a material influence and a external force causes the final defect (break at one drill hole). However we suspect that the occurring of the cracks is not a sudden event and the breakage is a long-term result.

Event description:
No additional information in this follow-up.